Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had blood leaking out of it where the tubing connects to the back end needle. It was observed by 3 different users and it looked like the tubing had a cut in it. There was no injury or medical intervention reported.